Event description:
Consumer bought the equate smilesonic electric toothbrush replacement brush heads, 5 CT and when using the product, the bristles fall out during use. Report/patient says the bristles got stuck in her gums which she pulls out and her gums start bleeding.